Event description:
The user facility reported that the physician deployed the angio-seal device involved in the patient's artery. After pulling the device back, the foot plate came out of the artery, however the collagen was left behind. No blood loss was reported. There was no patient injury/medical or surgical intervention required. The event occurred intra-operative.

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6b: explanted date: device was not explanted e3: occupation: tech h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It appears that the components may have been deployed subcutaneously as the anchor was reported to have come out of the artery. It is likely that the components were not deployed in the correct location resulting in improper positioning of the anchor and collagen. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
Additional information received on 28dec2023: the procedure performed was a left heart catheterization using a 6 french sheath. It was confirmed that the collagen was left in the patient and the footplate came out. No test was performed to make sure the collagen was left in the patient. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The patient was stable. No equipment or other devices were used with the angio-seal.